Event description:
It was reported that the customer experienced an issue with the battery depleting too quickly. There was no information provided about the impact on the customer's blood glucose level. No additional information was provided.